Event description:
Light adaptors cracked and pieces of plastic were breaking off. Hospital concerned bits of plastic falling into pt's during procedures. Hospital indicated that during surgery lights were swung around causing lights to hit adaptors, causing breakage.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation. Customer mis-used the light handle adaptors by swinging into each other.